Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot - a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision litigation records received. Records alleges pain, injury, economic loss, walking difficulty and excessive cobalt and chromium levels. Doi: (B)(6) 2008, dor: (B)(6) 2019, right hip. Medical records received. After review of medical records patient was revised to addressed metallosis. Operative notes indicated in MRI shows some diffuse synovitis. Upon opening the capsule there was some fluid pressure that appears more milky. There was a lot of staining of the trunnion and a little bit pitting.